Event description:
Revision surgery was performed after 1 year and 1 month from the primary procedure due to instability. The patient had previously experienced a dislocation, which was treated with a closed reduction. The surgeon revised the liner. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 23 dec 2025. Lot 2405627: (B)(4) items manufactured and released on 21 march 2024. Expiration date: 10 march 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.